Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for one patient tested with accu-chek inform ii meter serial number (B)(4). The customer also mentioned that they had the same issue with the same meter in (B)(6) 2016, but no other events have occurred until (B)(6) 2019. At 4:49, a sample from the patient was tested using the meter, resulting with a value of 3.3 mmol/l. At 5:06, a sample from the patient was tested using the meter, resulting with a value of 28.8 mmol/l. At 5:14, a sample from the patient was tested using the meter, resulting with a value of 4.8 mmol/l. At 5:17, a sample from the patient was tested using the meter, resulting with a value of 7.4 mmol/l. No adverse events were alleged to have occurred with the patient. The customer's product was requested for investigation, but there were no remaining test strips available for return. The customer ran comparison testing with another meter and a laboratory method.